Event description:
It was reported that every time the patient bent over the stimulation would get higher. It was noted that when the patient stands straight the stimulation ¿is back to normal¿. It was reported that the patient was able to adjust stimulation after replacing the batteries on the patient programmer. It was noted that the patient was hurting bad when shocked across the chest. It was noted that it had always been going across the patient¿s chest area. It was reported that it was shooting up the whole left side. It was noted that the sharp stabbing pain started around the implantable neurostimulator side. It was reported that after the patient would turn up the stimulation it would start fading away. It was noted that the stimulation would fade away when the patient would change positions. It was reported that it was never comfortable when the patient sat down.

Event description:
Additional information stated the patient¿s implantable neurostimulator (ins) ¿always worked about 50% on her right leg, but never very well for her spine.¿ the patient noted it ¿quit working for her right leg a couple months¿ prior to the follow-up report. The patient noted she told her physician about the condition and ¿asked if she should have it removed and he said no.¿ additional information stated the patient¿s ¿device wasn¿t working like it was¿ and she received ¿50% coverage.¿ the patient reported ¿it was in her chest area instead of her spine¿ and that she was ¿still having pain.¿ it was further reported ¿it was no longer in her chest¿ and that it ¿never worked for her spine.¿ the patient reported they were ¿confused about the whole thing¿ at the time of report and she was unsure ¿what piece was working, what piece wasn¿t working, was it in her leg.¿ it was stated the patient was taking pain medication¿in addition to the stimulation.¿ it was noted the patient was scheduled to meet with her hcp on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a shocking or jolting sensation and a loss of therapeutic effect. It was stated that the patient felt stimulation on her leg "at least 50%" when the device was first implanted, but now felt like "there was no stimulation at all" in her legs and had "shooting stimulation" across her chest. It was noted that the "shocking started sometime last week." The patient reportedly experienced the "shooting across her chest" when bending, lying down, or coughing even when she turned the stimulation down. It was noted that the "shooting across her chest not working down the right leg and the spine - all still is in the chest." The patient reportedly could not change between groups. There were no falls or trauma. If any additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported, the patient had been reprogrammed and reeducated. It was logged she had been re educated and was understanding therapy better at the time of report.

Event description:
Additional information received reported that the patient still needed help and stated that it hurt in her hip area. It was reported that the patient received assistance but she still had problems with her device or therapy. It was noted that the patient did not currently have a healthcare professional (hcp) but needed one.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was stimulation in the wrong location. It was noted the patient was feeling stimulation in her chest area when she should have been feeling stimulation in her left hip area. It was noted that the more she walked the more it seemed that the stimulation seemed to move up to her chest area. It was reported that a manufacturer representative reprogrammed her around (B)(6) 2014 but she was still having the same issues with stimulation going to her chest. It was reported the patient turned her stimulator off 2 days prior to report because she could not stand the sensation in her chest any longer. It was recommended that the patient contact her doctor to have the device components checked while stimulation was turned on. It was logged that the patient's doctor prescribed a pain patch to be worn over her neurostimulator site to treat pain that the patient had been feeling for the previous 3 months. It was noted she was taking percocet but she was out of that prescription and at the time of report had no oral medication left. It was reported the patient had a fall prior to (B)(6). It was noted she could not recall the exact date. It was reported she fell and tore ligaments in her foot and ended up in the ER and did not remember the event at all. It was noted that the doctor was aware of the fall but no testing had been done on her device and no x-rays had been done to look at lead wire placement. It was reported the patient had occasions where she felt her stimulation increase when she used her cell phone. It was logged that she did not have a specific time or scenario. It was reported that the medtronic representative was notified about the patient's pain complaint at her neurostimulator site the week of (B)(6) 2014 and the patient could not recall the specific date. It was noted that the patient felt something was wrong with her stimulator device but no one was listening to her.

Manufacturer narrative:
(B)(4).

Event description:
[***The following information was previously reported in 3004209178-2013-14915 and any additional information received will be reported in this report going forward: it was reported the patient experienced intermittent shocks that went up her left side, seeming to originate from the implantable n eurostimulator (ins) site. It was noted the shocking episode occurred a couple weeks prior to report while the patient was &#49742; a department store. It was noted the patient also had two occurrences of this while reporting the incident. It was stated the patient was unable to adjust her stimulation. It was also noted the patient experienced a call your doctor icon and 006 error. Upon replacing the batteries in the patient programmer, it was noted the 006 error code was resolved the patient was still getting the no telemetry screen. The patient was scheduled for a follow-up appointment with their health care provider (hcp) for the day after initial report. Additional information stated the patient's previously reported scheduled hcp appointmentwas not for her device but for her medication. It was noted the patient informed her physician of her shocking/jolting sensation on the day of initial report and had been going to her hcp for four weeks prior to report. It was noted that at the time of report the patient didn't have rate and pulse width enabled. It was also noted the patient's programmer was working as intended. It was reported that when the patient turned her stimulation up to 6.2 volts the patient could really feel it, but then it started fading away. It was stated that patient movement caused stimulation changes and that when she changed position that was when things faded away. The patient stated you know, like the vibrator, but calls the electrical shock therapy. The exact meaning of this statement was unknown. It was noted that at the time of report the patient's device was turned on and set to program 1 at 3.2 volts. It was noted the patient said ouch during the report and reported she had pain going through her left leg from the stimulation that was on her hip. It was stated the patient had pain and that the device was kicking in and had never been uncomfortable before. It was further reported the patient had been falling a lot on her right side since 2013(B)(6) . The patient noted she didn't know why and added that she had been hitting the floor. It was further noted the patient's falls were always on her right side. The patient noted she kept her cane with all the time in case of falls. The patient reported that a few months prior to report while at her physician's office that she fell and her neighbor caught her and she didn't hit the floor in front of them while at the front desk. It was also reported the patient had been getting zapped if she touched the sink. It was stated the patient had not understand why she was falling or getting zapped. The patient reported she thought maybe her ins had shifted because she had burning and stabbing sensation in the ins area. The patient noted her father thought it was the phone that caused the patient's issues. It was noted the patient was scheduled to meet with her hcp on (B)(6) 2013. It was reported the patientwas getting a beeping noise "from inside the body going off in her". It was noted that if her body was not beeping then her patient programmer was beeping and she had changed the batteries. It was logged that when the patient left the room by herself she could still have the beeping sound. It was reported that something was going wrong. It was noted that now and then she could hear the handheld monitor from in the kitchen. It was reported the patient started hearing the beeping from herself "(B)(6) 2013 and just recently." It was noted the beeping occurred every now and again. It was logged the patient "turned off the device timer higher" because "she was in so much torture" in both legs and would "rather not be here anymore if she needed to deal with this". It was reported the event or symptoms occurred following a fall. It was noted the patient "had it down to 1.2 v and used to have it higher at 3.2 v but had to decrease it down because it was not working at 1.3v". It was logged that "it seemed like it made her legs tingling all the way down her legs not tingling just did not know the word to use." It was logged that she kept raising it up until she could feel it again. It was noted that when the patient went to bed it was like being tortured and she could keep feeling it through her legs anddid not know if she was supposed to keep feeling through her legs. It was reported that when she got this it was 50% on her legs, it did not work on her spine but it did work on her legs. It was noted that when the patient increased the stimulation it did not hurt, the patient could just "feel stronger, it did not help it, it made it worse." It was reported the patient might be pushing the wrong button. It was reported that when the patient started calling in november 2013 they told her to turn it off and she was afraid to turn it off and took it down to 1.2v and did not think the health care provider understood what she was trying to tell him. It was reported she had to wear a pain patch over the device because it hurt so bad. It was reported the patient had probably been wearingthe pain patch prescribed for the last three months prior to report. The proper patient programmer buttons for the patient to use were clarified, and the patient said she was told something different than what she was doing. It was logged the patient then stated that when it was not working she had severe pain on the left side of her head and stated there was something that was going on. It was noted that the patient could meet with a manufacturer representative the next wednesday (B)(6) 2014. It was noted the patient may just need adjustment since she was not getting 50% in her legs anymore. It was logged that the patient had an upcoming appointment with her health care provider on (B)(6) 2014 and needed a manufacturer representative to be present at that appointment. It was reported the patient's pain medicine did not cover that pain anymore. It was noted that the patient stated "her legs, she got up to help walking thinking maybe it would settle down and stated that did not work because then it was in both legs". It was reported the patient's "pain in continuous and getting worse". It was noted the patient was having falling spells that she thought was from the pill from another doctor and stopped taking that. It was noted the patient fell in between building, fell in store, fell in her apartment didn't knowhow many times, and at the time of report they were picking her up and it was like she could not explain it anymore. It was reported "the monitor was a rejoice to her because it worked 50% on her right leg" and at time of report it was "forget it patient was back in pain." It was reported the patient could not tell when that changed, but it had been a few months because her primary caregiver had her using a walker so she would not fall. It was noted that when the patient got it, it was better because it helped the legs but not the spine and things were better but at time of report it was not better. It was reported that "when the sharp pain goes that's it, it is all through her body". It was logged that "there was nothing she had tried everything". It was noted that the patient tried walking and it did not help but rather made it worse and she kept updating her health care provider. Additional information received reported the patient had been reprogrammed and reeducated. It was noted there is/was no beeping. It was logged she was not using patient programmer correctly and she had been re educated and was understanding therapy better at the time of report. It was further reported that the patient had been programmed before (B)(6) 2014 as she was supposed to feel it in her legs and back, but was feeling it in her chest. The programming was fine for a while, but the patient now felt stimulation again in her chest, near her heart. The patient had been in so much pain she had to go to the emergency room on (B)(6) 2014 and was prescribed vicodin. The patient also was not sure if she was feeling an electrical shock in the pocket or just physical pain. The patient also stated she tore ligaments in one foot after falling.***] additional information received reported that the patient did not have a pain management doctor anymore and that they patient had been going without medication. The patient stated wouldn't even call anything in for [the patient]&#55298;ecause the patient told him they "wanted off of percocet because their body was immune to it. The patient noted that they went to the hospital (B)(6) 2014 because the patient thought that they were having a heart attack. The patient also noted that they to go to the hospital because they was in so much pain. The patient noted that all they could give was four pills. The patient noted that they were the one being tortured and that their feet were swelled up. The patient mentioned that they were in a wheelchair. The patient stated that they called the doctor and the doctor refused to see them. The patient did not know why and noted that they had never done nothing wrong. The patient was asked if they were looking for more physician listings and the patient stated that they called them all (B)(6)2014 but the patient had not heard back. The patient stated that were they supposed to be doing for pain medication. The patient noted that they were reaming and in so much pain and nobody seems to listen. The patient stated that one doctor got the nurse call in vicodin. The patient stated that could not do it now. The patient further noted that they needed help and could not deal with the pain. The patient stated that someone had to help. The patient noted that they could not take any more pain. The patient noted that they weren't to the emergency room (ER) (B)(6) 2014. The patient noted that their feet were swelled up and their legs were swelled up. The patient noted that people were not getting it and that nobody wanted to listen. It was reviewed that it would be best to speak with the healthcare professional (hcp) regarding their medical concerns and medication. The patient stated that the primary care physician did not do it and would not call in vicodin. The patient noted that they did not want to be on percocet anymore and it was not working. The patient stated that if they started screaming because they were hurting so bad they were yelled at constantly. The patient noted that when they fell on the floor their did not carebut did stay to help the patient. The patient noted that did not want to hear about it and was tired of picking [the patient] up. The patient noted that the other day they fell on the side of the toilet and could not get up. It was noted that the patient was screaming and people finally came to the door. The patient noted that they crawled to the door to let them in and they helped the patient up. The patient declined a physician listing in this call. Additional information was requested but was not available at the date of this report.